Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump failed volumetric accuracy test. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths cadd solis hpca ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the pump duplicated the reported issue. The investigation determined that the expulsor out of spec was the cause of the reported issue. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed.